Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The analysis found that the insulation of the lead body had been massively damaged by squashing about 44 cm distal of the is-4 connector pin. The conductors were fractured at this site. The position and characteristics of the damage (squashing of the lead body) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. This damage pattern is with high probability the cause of the clinical complaint. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. The analysis showed no indications of a material defect or manufacturing error.

Event description:
It was reported that approximately 15 months after the implant this lead was explanted due to lead fracture.